Event description:
It was reported the programmer was having telemetry issues. It was also reported the week prior, issue occurred during carto procedures and the device was almost reprogrammed. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found. (B)(4): analysis found that the device failed electromagnetic field immunity testing and the cable was out of electrical specification. It was also noted that the label was missing its coating.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found. (B)(4): analysis found that the device failed electromagnetic field immunity testing and the cable was out of electrical specification. It was also noted that the label was missing its coating.